Event description:
The service repair technician (srt) reported that durng routine testing of the device at the service center, the central control monitor (ccm) screen was starting to go blank. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.